Event description:
Error 2240 message appeared on the display of the home pt's homechoice machine during dwell 9/9 of their automated peritoneal dialysis therapy. Per initial report, a leak was found on the supply line and fluid was found under the supply bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.